Event description:
Patient revised 10-12 months postop due to pyrenees screws' backed out.

Manufacturer narrative:
The implants all exhibited some evidence consistent with proper locking of the tifix technology. There were no manufacturing or inspection discrepancies. No definitive root cause can be determined. The reported pseudoarthrosis may have contributed to the incident.